Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 70 mg/dl and the customer reported keypad anomaly on pump and frozen display. The event involved product(s) mmt-7040a, mmt-1884, mmt-442ag, mmt-342. Troubleshooting was performed for keypad anomaly and confirmed that the customer receiver a stuck button alarm. The pump was not exposed to change in altitude. Troubleshooting was performed for frozen display and confirmed that the customer reported blank display. The blank display was not for less that 30 seconds and it did not return. Customer declined troubleshooting for hypoglycemia. No further patient complication was reported. No product return is required for mmt-7040a. Product return is required for mmt-1884. No product return is required for mmt-442ag. No product return is required for mmt-342.